Event description:
The hospital reported that during preparation for coronary artery bypass graft surgery, seven heartstring seals were loaded into the delivery tube but never got out from the loader device when the delivery tube was pulled. Replacement heartstring seals were used to complete the procedures. No patient complications were reported by the hospital. The exact date of the procedures, the number of cases, and the number of seals used in each case were not known; therefore, this will be tracked as one case. This report is for the second seal.

Manufacturer narrative:
Investigation results: the visual inspection revealed that the delivery device was outside of the loader device and the plunger had not been depressed. The seal subassembly was left behind in the loader device, with the seal semi-folded and stuck between the tabs inside the loader device. There was no evidence of blood on the device. The reported failure was confirmed. A lot history record review was completed for the product. There was no nonconformance which could have attributed to this failure mode. (B) (4).